Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a distal thoracic aortic aneurysm. It was reported that due to location of the thoracic aneurysm which was very distal in the thoracic aorta, the physician planned on covering the celiac artery. After the implantation of the stent grafts the physician elected to surgically by-pass the celiac artery. It was reported during the closure of the patient, it was noticed that the patient had an incarcerated hernia which was causing a bowel obstruction. A general surgeon was then called into the case to take care of the incarcerated hernia which was causing the bowel obstruction however, during the repair the bowel ruptured. The patient then coded later last night and expired. The physician stated that none of the patient problems were due to the talent taa graft.

Manufacturer narrative:
Evaluation: results: (death), (incarcerated hernia which was causing the bowel obstruction). Evaluation: conclusions: (incarcerated hernia which was causing the bowel obstruction).